Manufacturer narrative:
For no allegation of product malfunction or non-conformance contributing to the reported event.

Event description:
It was reported that the patient was treated for a ruptured anterior communicating artery aneurysm by way of coil embolization. "Hematoma seemed to be resolved, however, edema was enhanced after the coil embolization. The pt ran a fever continuously two days post procedure." Four weeks post procedure, CT and MRI scans were performed, showing a "ring-enhancing abscess". The physician performed surgery to remove the abscess and the coil mass. The aneurysm was subsequently treated. The coil mass was sent for culture and tested positive for gram positive cocci. After the removal of the "coil mass", the pt's condition improved. Patient's current status is "fine".